Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified (gear box hold down screws were loose).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge change error message occurred. The customer's blood glucose level was not impacted. It was confirmed that the customer had manual injections available as an alternate insulin therapy.